Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump was losing 15 minutes each month, cause was unknown. There was no reported impact to the customer's blood glucose. Customer declined any further follow up or troubleshooting.